Event description:
It was reported that the customer's pump screen was dark and would not turn on, leading to a high blood glucose reading that displayed as "high." There was an adverse impact on the customer's blood glucose levels, but no specific corrective action was taken by the customer. Tandem technical support attempted multiple troubleshooting steps but the pump remained unresponsive. It was determined that the pump required replacement, and the customer was informed they would receive a pump with updated software. Instructions were provided for returning the faulty pump and setting up the replacement, including the need to program the new device and connect it with their continuous glucose monitor (cgm). Customer reverted to an alternative method of insulin therapy.